Manufacturer narrative:
(B)(4). The customer has confirmed that there is no sample available and the lot number is unknown. If any additional information becomes available a follow up submission will be filed.

Event description:
The cartridge is becoming disconnected from the IV line and leaking. It is happening only in preop. Product was used on a patient, there was no patient harm.

Manufacturer narrative:
The occurrence date was corrected.